Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to a serious injury. Device issue: balloon rupture. It was reported that the balloon ruptured at 10 atm during pre-dilatation of the vessel. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuousity, or insufficient preparation prior to use. The lesion was heavily calcified, which likely contributed to the difficulties experienced. If the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken and rupture during an attempt to inflate. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, but there is no indication of a product quality deficiency.